Manufacturer narrative:
Technician replaced all 4 casters during preventative maintenance as they were showing signs of wearing out in brake mode. This resolved this issue.

Event description:
Information received that the castors were wearing out in brake mode.